Event description:
It is reported that the device was revised in 2009, due to wear. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: the returned liner shows wear toward one side, significant fracture damage along rim on the side showing wear, and gray debris in the cracks and on the surface, potentially from wear debris from the femoral head or acetabular cup. Sem analysis shows cracking and tearing of the liner material, with titanium present in the spectrum. The source of the titanium must have been the shell as the femoral head is manufactured from cobalt chrome molybdenum. The patient's weight and activity level are unknown. No x-rays were provided for review. Without the review of pre-vision x-rays, we can not conclude the implant position and assess of potential impingement, which could also lead to adverse liner wear. Based on available information, a definitive root cause can nor be ascertained at this time. H6: evaluation codes: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could br detected by either method.